Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Device not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The device was manufactured on december 27, 2005 and has therefore been in the field for approximately fourteen years and two months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear from use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.